Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion on (B)(6) 2011. The surgeon sutured the fascia and the skin then topical skin adhesive was applied. Then opsite flexifix dressing material was put on the incision which was 15cm long after the surgery on an unknown date, the patient had a red flare and developed a fever. On (B)(6) 2011, the patient underwent re-operation. At that time, the surgeon cut off the epidermis where the topical skin adhesive had been applied and the site was sutured using a nylon suture. After the procedure, the patient was doing well.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:dbp137dce280

Manufacturer narrative:
(B)(4). Additional information: the red flare was noted on (B)(6) 2011 when the opsite was peeled. The patient had the red flare at the surface of the skin where only the topical skin adhesive was applied. The surgeon opined that the topical skin adhesive contributed to the red flare and that the fever may have been caused by vancomycin which was given to the patient. For treatment of the red flare, the surgeon cut off the epidermis because he thought there may have been an infection and not because the red flare was serious. It is unknown if the opsite caused the red flare. After reoperation, rash was observed. Currently, the patient is still hospitalized with a rash, but his healing now. (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.